Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse called the customer to discuss the issue. The customer stated that the operator software would not load and the error message of "set maxis home" occurred. The customer then closed all operations in task manager and tried loading maintenance software which loaded without error, then closed the maintenance software, then the customer performed a "version up" of the software. The issue continued so the fse advised the customer to power down the pc. Re-started the pc and the analyzer and received the same error message. The customer then advised that the issue began after some electrical storm activity. The program is now corrupt on the hard drive. The fse recalled that he noticed this issue during a recent pm and asked the customer to use another login for the pc. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was software errors.

Event description:
On (B)(6) 2015, a customer reported dim monitor screen with the aia-2000st analyzer. The customer is unable to run ctnl2, pth, lh ii, fsh, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2, pth, lh ii, fsh, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.